Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a heparin prefilled syringe. The customer reports that a pt who had been using the heparin flush syringe died. Pt had a history of mds (myelodisplastic syndrome) and was being treated for a pseudomonas infection. A PICC line was placed following the third hospitalization for the infection.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.